Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. The service technician confirmed the power plug damage, and replaced the power cord due to the report of water exposure. The water exposure was the result of a facility water hose that a hospital staff member placed on top of the docker device. The rover met all other functional specifications and was returned to use.

Event description:
It was reported that while emptying a waste removal device, the docker power plug sparked. It was further reported that the docker power cord was exposed to water when this event occurred. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.